Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) would go high before 48 hours of supply use. A cause of the high bg was not reported. The contact stated that the customer had been recently changed the infusion set site. A pump system check was performed and no device issue was identified. The contact ended the call and no additional information was provided.